Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had no therapy interruption. The patient picked at the incision site and caused the boot to be exposed. The doctor decided they'd replace the boot and close the incision. It was noted the impedances were fine and the therapy was doing well. The issue was resolved at the time of the report. No further complications were reported as a result of this event.